Event description:
In (B)(6) 2004 I was implanted with mentor smooth saline implants. By 2007 I was in the hospital having a hysterectomy, my uterus has swelled to double its size, and lots of bleeding. Fibromyalgia was diagnosed as was cfs, both labels to try and push pharmaceuticals on individuals that don't know any better I would be addicted to tons if I was not in the medical field! Next rashes and itching, nothing helped these even following a clean diet. By now lots of money spent looking for answers to poor health. Next hashimotos, ra, another fortune spent trying to feel better! Years lost.